Event description:
It was reported to resmed that an astral 100 device allegedly underwent ventilation failure that resulted in the death of a minor. It was reported that the device was in use the night of the patient's passing.

Manufacturer narrative:
An investigation will be performed on all available information based on reporter¿s obligations under applicable FDA regulations; however, it is likely that this matter may become the subject of litigation which may limit the company¿s ability to disclose confidential, privileged attorney client communications and work product. Investigation methods, results and conclusions are not finalized at this stage partly because the device in question has not been returned for inspection. Resmed has requested the device be returned so that an investigation can be performed. Resmed reference#:(B)(4).